Event description:
It was reported that the patient developed a pocket hematoma. The hematoma was resolved with drainage.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.